Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, only the connector portion of the lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to measure s-curve due to the condition of partial lead as received.

Event description:
It was reported that the left ventricular (lv) lead was not capturing in any vectors. X-ray showed that the lead was pulled back into the main coronary sinus (cs). The doctor was unable to position a new lv lead into the cs due to patient¿s anatomy. The chronic lv lead was capped on (B)(6) 2023. The patient was in stable condition and tolerated the procedure well.